Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that battery longevity in insulin pump was short. Customer's blood glucose was unknown. Caller reported that battery was not lasting more than one week. Caller reported that insulin pump used was a replaced pump. Insulin pump came on after battery cap was changed, but battery still depleted quickly. During troubleshooting it was found that customer did not wear sensor, customer did not receive a weak battery alert, customer did not use rechargeable batteries, customer did not perform excessive button press, batteries were not previously used and backlight was not used frequently. Caller was advised that battery cap would be replaced.